Event description:
Patient had 3mm's of fluid accumulation under neck incision site of the stimulation lead and a swollen lymph node. The physician it drained the fluid and checked for infection. Therapy activation delayed for one week. The issue has resolved. There was no infection and no antibiotics were needed.